Event description:
It was reported that at 36,772 joules while using the surgical fiber during a prostate procedure, the fiber tip was reported to not be straight on the fiber (tip of fiber bent). The fiber was exchanged for a second fiber, however, a connection error was received. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken at the metal cap open end and hanging by the torn outer flow tubing; the metal cap and outer flow tubing open end exhibit mild melting at the location of the fracture; the fiber/glass cap output area does not show signs of wear. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.